Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee claim record received. Claim record alleges failed patellofemoral arthroplasty. Depuy cement was used. Primary operative notes (B)(6) 2016 indicate the patient received a right knee patella femoral arthroplasty due to patellafemoral arthritis. Revision operative notes (B)(6) 2018 indicate the patient received a right patella femoral knee revision with implantation of competitor right total knee due to failed patella femoral knee arthroplasty. Upon entering the joint, hypertrophic scarring is encountered along with osteophytes along the femoral component, scaring and osteophytes removed. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.